Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 487 mg/dl. Customer declined to troubleshoot for cannot find sensor signal and his high bg's. The product will not be replaced and will not be returned for analysis.